Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ visibility/palpability: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported ¿deflation¿ and "noticing the implant bag and the bag feeling weird¿ . This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed, complaint trends have been observed for the event (a050401-fluid/blood). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported, ¿deflation¿. And "noticing the implant bag and the bag feeling weird". This record is for the right side. The device has been explanted.